Manufacturer narrative:
H3, h6: it was reported that during inspection for a total hip replacement the plastic tip of the polarstem modular head for 21000662 is deforming and is no longer in shape to be used in surgery. The device, used in treatment, was returned for evaluation. It can be confirmed, that the device is heavily deformed, furthermore, one piece is broken off from the distal rim of the device. The chipped of piece was not returned. The relationship between the device and the reported event can be confirmed. Modular head (750023711) is designed to impact a ball head on the polarstem taper. It is therefore subjected to repeated impact forces. Additionally, repeated steam sterilization processes could contribute to an embrittlement. It is however unknown for how many cycles this instrument has been used. A functional test simulating 5 years of use was performed. The reported failure mode could however not be reproduced. The production documentation and the complaint history were reviewed, there are no indications that the part failed to match specification at the time of manufacturing. The root cause stays undetermined after investigation, however, embrittlement of the material over years or off-label use could have contributed to the failure. Nonetheless, in combination with our continuous effort to improve our products, further investigations started to evaluate the root cause of this failure. Smith and nephew will monitor this device for similar issues. The returned device will be discarded.

Event description:
It was reported that during a thr, the polarstem modular head for 21000662 was chipped. There was no delay reported and the procedure was completed using the same device. No patient injury or other complications were reported.